Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded foreign body') and pelvic pain ('pain') in a female patient who had essure (batch no. C95070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, thyroidectomy, nausea, vomiting and oligomenorrhea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune symptoms"), allergy to metals ("nickel sensitivity"), alopecia ("other (list): hair loss"), tooth disorder ("dental issues"), anxiety ("severe anxiety"), back pain ("lower back pain"), memory impairment ("forgetfulness"), dizziness ("dizziness"), migraine ("migraines"), oligomenorrhoea ("oligomenorrhea") and menstruation irregular ("menstrual cycle drastically changed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure coils, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, neuromyopathy, autoimmune disorder, allergy to metals, alopecia, tooth disorder, anxiety, back pain, weight increased, memory impairment, dizziness, migraine, oligomenorrhoea and menstruation irregular outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, dizziness, embedded device, memory impairment, menstruation irregular, migraine, neuromyopathy, oligomenorrhoea, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: the number of expanded coils that appealed trailing into the uterine cavity was 3. Right: 3, left : 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the uterine cavity had a normal appearance. The right fallopian tube was occluded proximally due to correct placement of essure device, the left fallopian tube was occluded proximally due to correct placement of essure device. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: oligomenorrhoea, pelvic pain, migraines, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: medical record received : new event "embedded foreign body", reporter information and medical history were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune symptoms') in a female patient who had essure (batch no. C95070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, thyroidectomy, nausea and vomiting. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), alopecia ("other (list): hair loss"), tooth disorder ("dental issues"), anxiety ("severe anxiety"), back pain ("lower back pain"), memory impairment ("forgetfulness"), dizziness ("dizziness"), migraine ("migraines"), oligomenorrhoea ("oligomenorrhea") and menstruation irregular ("menstrual cycle drastically changed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure coils, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neuromyopathy, autoimmune disorder, allergy to metals, alopecia, tooth disorder, anxiety, back pain, weight increased, memory impairment, dizziness, migraine, oligomenorrhoea and menstruation irregular outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, dizziness, memory impairment, menstruation irregular, migraine, neuromyopathy, oligomenorrhoea, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: the number of expanded coils that appealed trailing into the uterine cavity was 3. Right: 3, left : 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the uterine cavity had a normal appearance. The right fallopian tube was occluded proximally due to correct placement of essure device, the left fallopian tube was occluded proximally due to correct placement of essure device.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: oligomenorrhoea, pelvic pain, migraines, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('embedded foreign body') and pelvic pain ('pain'). In a female patient who had essure (batch no. C95070), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: bleeding genital, thyroidectomy, nausea, vomiting and oligomenorrhea. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune symptoms"), allergy to metals ("nickel sensitivity"), alopecia ("other (list): hair loss"), tooth disorder ("dental issues"), anxiety ("severe anxiety"), back pain ("lower back pain"), memory impairment ("forgetfulness"), dizziness ("dizziness"), migraine ("migraines"), oligomenorrhoea ("oligomenorrhea"). And menstruation irregular ("menstrual cycle drastically changed"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure coils, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, neuromyopathy, autoimmune disorder, allergy to metals, alopecia, tooth disorder, anxiety, back pain, weight increased, memory impairment, dizziness, migraine, oligomenorrhoea and menstruation irregular outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, dizziness, embedded device, memory impairment, menstruation irregular, migraine, neuromyopathy, oligomenorrhoea, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: the number of expanded coils that appealed trailing into the uterine cavity was 3. Right: 3, left : 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, the uterine cavity had a normal appearance. The right fallopian tube was occluded proximally, due to correct placement of essure device. The left fallopian tube was occluded proximally, due to correct placement of essure device. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: oligomenorrhoea, pelvic pain, migraines, anxiety. Most recent follow-up information incorporated above includes: on 4-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune symptoms') in a female patient who had essure (batch no. C95070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, thyroidectomy, nausea and vomiting. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), alopecia ("other (list): hair loss"), tooth disorder ("dental issues"), anxiety ("severe anxiety"), back pain ("lower back pain"), memory impairment ("forgetfulness"), dizziness ("dizziness"), migraine ("migraines"), oligomenorrhoea ("oligomenorrhea") and menstruation irregular ("menstrual cycle drastically changed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure coils, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neuromyopathy, autoimmune disorder, allergy to metals, alopecia, tooth disorder, anxiety, back pain, weight increased, memory impairment, dizziness, migraine, oligomenorrhoea and menstruation irregular outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, dizziness, memory impairment, menstruation irregular, migraine, neuromyopathy, oligomenorrhoea, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: the number of expanded coils that appealed trailing into the uterine cavity was 3. Right: 3, left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the uterine cavity had a normal appearance. The right fallopian tube was occluded proximally due to correct placement of essure device, the left fallopian tube was occluded proximally due to correct placement of essure device. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: oligomenorrhoea, pelvic pain, migraines, anxiety. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.